Event description:
A malfunction was reported on a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Because of the malfunction, the customer was unable to administer a correction bolus through the pump, and there was no need for third-party assistance. After contacting technical support, the customer was assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was able to continue using the pump without further issues. The customer was advised to reach out again if any further malfunctions occurred.